Event description:
A customer reported that the footswitch buttons did not respond during a surgical procedure. The procedure was completed with the same system and accessories. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 19, 2011. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. The root cause of the reported event can be attributed to normal wear on the constellation footswitch buttons. (B)(4).